Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow keypad button was unresponsive and required multiple presses to elicit a response. The patient noted that there was a tear on the up arrow keypad button and alleged that the response issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the up arrow button. During testing, the up arrow button was unresponsive and the ok and down arrow buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts and the up arrow contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.